Event description:
It was reported that bd angiocath plus 24ga x 0.75in leaked connecting other company's hubcap products (lock type) blood leakage at connection site. Other company: insung (domestic). Shipping including related products.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 2 samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the samples. Analysis of the samples showed no damage. Samples were subject to a leak test, and no abnormalities were observed. A dent was observed on the adapter inner luer. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause for the leak could not be determined as the defect was not replicated. The assembly process was reviewed; the dent was suspected to be caused by the pick and place tool which was lose and hit the luer area when picking the adapter from the pallet. Corrective action was taken for the inner luer dent defect. An additional monthly preventative maintenance task for created to check and replace the rotary mechanism, if necessary.